Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient reported infusion set adhesive was not fully sticking. The patient also reported hyperglycemia of 290mg/dl. No further information available.